Manufacturer narrative:
Aneurysm formation is a known complication for arteriovenous fistulas (avf) used for hemodialysis. Additional information has been requested from the surgeon but is not currently available. A supplemental report will be submitted if additional information becomes available.

Event description:
On april 5, 2016, cormatrix cardiovascular became aware of an event involving cormatrix ecm. Details are provided below: it was reported that cormatrix ecm was used to treat an arteriovenous fistula (avf) aneurysm. There was recurrent aneurysm formation at the site. The surgeon repaired it electively.

Manufacturer narrative:
Aneurysm formation is a known complication for arteriovenous fistulas (avf) used for hemodialysis. The patient's medical history includes previous aneurysm formation along the native tissue, true arteriovenous fistula (avf). Histopathology results provided by the user facility indicate discontinuous deposits of acellular linear material which does not stain with trichrome. Graft fragments are embedded in a dense reactive fibrotic layer.

Event description:
On (B)(6) 2016, cormatrix cardiovascular became aware of an event involving cormatrix ecm as follows: it was originally reported that cormatrix ecm was used to treat an arteriovenous fistula (avf) aneurysm. There was recurrent aneurysm formation at the site. The surgeon repaired it electively. On (B)(6) 2016, additional details were received from the attending surgeon as follows: it was reported that a male patient had a native tissue, true arteriovenous fistula (avf) located in the left upper arm. The native tissue avf had developed aneurysms in the proximal, middle, and distal locations. On (B)(6) 2014, an ecm tube graft was fabricated and implanted to repair the proximal aneurysm. On (B)(6) 2015 the middle aneurysm was repaired with an ecm patch. On (B)(6) 2016, the distal aneurysm was repaired with an ecm patch. It was noted during this surgery, that the middle repair site had a recurrent aneurysm (approximately 10.5 months after original repair) within the ecm patched area. The middle aneurysmal patched area was debrided and repaired with an ecm patch. This event is being reported for the middle location recurring aneurysm. All other repairs and sites were noted as appearing well. The surgeon indicated that all avf repair sites were allowed to heal for 6 weeks prior to dialysis.